Event description:
It was reported that a malfunction alarm occurred on the pump after caller saw malfunction code in tandem source, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support to reset pump malfunction, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.